Event description:
Upon receipt of the device, the user reported the display on the roller pump was not visible. No other details regarding the nature of the event were provided. Since this was an out of box event, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.